Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific received information that the field representative reported the patient's right atrial (ra) lead exhibited low sensing and intermittent thresholds at maximum output during device check. The field representative did not found any episodes with noise and patient¿s symptoms associated with the issue however dislodgment may have occurred. The physician was notified with this issue. Additional information received that the patient was scheduled for lead revision. The ra lead still remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.